Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the air/water insufficient. No harm reported. No patient injury, no user injury reported. Per the report, the nozzle was not tested after arrival at the facility, and the facility stated that the reprocessing met the specification, and the water supply status of the nozzle was not checked during the scope inspection before use. In the facility, mh-946 was used for manual cleaning. The installation part of mh-946 did not have any scratches. The facility used aer made by oly. Device return evaluation found the nozzle was clogged by some black rubber -like foreign material and the inspection engineer failed to remove the foreign material. This report is being submitted for the foreign material clogged inside the nozzle (handling, reprocessing issue).

Manufacturer narrative:
The subject device was evaluated. Device evaluation , as noted in the device nozzle found clogged by some black rubber-like foreign material and the inspection engineer failed to remove the foreign material. In addition, the switch 1 (sw 1) was found damaged (had pinhole). Repair history review of this product showed the concerned product has not been repaired in the past year. Investigation is ongoing. This report will be supplemented accordingly following investigation.